Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. When the balloon was in the lesion, the middle part of the shaft was bent and broke. The shaft was connected and could be removed from the patient. The procedure was completed with a different device. No patient complication were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation of the hypotube at 78.8cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. When the balloon was in the lesion, the middle part of the shaft was bent and broke. The shaft was connected and could be removed from the patient. The procedure was completed with a different device. No patient complication were reported and the patient was in good condition.